Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that partial lead was returned. External insulation abrasions were found at 7.4 cm to 7.6 cm from the tip electrode, consistent with friction to another implanted device and at 35.00 cm to 35.2 cm from the tip electrode, consistent with friction to the device can. The outer coils were exposed at the same locations.

Event description:
This report is to advise of an event observed during analysis.